Event description:
Report received from the USA stating that the device had the "cutting but stuck inside". The device was being used during surgery. No injuries were reported. It is unk if medical intervention or a delay in surgery occurred. There was no add'l info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be submitted. (B)(4).